Event description:
It was reported the pt experienced a loss of therapeutic effect including overstimulation with shocking and surging/fading sensations. The pt was involved in a car accident a year ago, but does not recall when the issues with the stimulation began. Leakage between the extension and generator connection was suspected. The pt had surgery for ne (nerve ending) pain that was consistent with revision of the percutaneous spinal cord stimulator leads and ipg. During the revision, the boot device revealed several fractures or lacerations. The boot was opened up to the space where corrosion and fluid were found around the lead and extension areas. The area was "cleaned up" and tested for stimulation. Stimulation pattern was reported to be in an appropriate location with no abnormalities. Impedance measurements were recorded and felt to be in normal ranges without any abnormal impedance at any contact interface. The pt recovered without sequela.